Event description:
Healthcare professional reported right-side "deflation". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported right-side "deflation". Healthcare professional later reported "capsular contracture" baker grade unknown. Healthcare professional later confirmed "grade ii capsular contracture". Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5.